Event description:
It was reported that during a device upgrade procedure, the right atrial lead exhibited high thresholds. The lead was capped and replaced. The patients condition was stable post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.